Manufacturer narrative:
A voluntary medwatch form 3500 was received (report #mw5085825). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced chest pain, palpitations, heart attacks, and heart failure. The implantable pulse generator (ipg) system was removed and replaced with a defibrillator. No further patient complications have been reported as a result of this event.